Manufacturer narrative:
510(k): k212323. Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The clip was returned attached to the device in the closed position. The clip was able to be opened and closed as expected outside of the endoscope. The device was then advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. The clip was opened and closed onto simulated tissue. A function test was attempted, in order to deploy the clip. With significant wiggling of the catheter and manipulation of the handle the clip would not deploy onto simulated tissue. The device was removed from the endoscope and a function test was attempted on the table, in order to deploy the clip. With handle manipulation and light touching of the clip on the table, the device would not deploy the clip. A visual examination of the drive wire, catheter attachment, clip and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device was returned to the supplier for further evaluation and the following was provided, "visual evaluation of the device provided clear results of no anomalies to the relevant components of deployment. The clip components were all in place with no physical or cosmetic defect. Handle components were in place and the sheath had no kinks or signs of debris. Upon functional evaluation the user first began with an open and close test, monitoring the jaws ability to fully open and close while monitoring the position of the cath attach and stylet wires. After a few repetitions of this action the coil cath and housing subassembly broke off the coiled sheath. The housing and coil cath joint remained together and connected to the drivewire. Further testing for root cause of deployment issues could no longer be performed due to the coil cath having no fixed position. The reported claim for inability to deploy is confirmed based on the functional evaluation of the device. The clip was unable to deploy during evaluation because of coil cath detachment from the coil sheath. The cause for the coil cath detachment is unknown." The device history record for (pt) (B)(4) was reviewed. (Pt) (B)(4) was manufactured september 2023. There were no relevant defects noted in the fqc/manufacturing checklists. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the device confirmed the report for unable to deploy. The supplier provided the following, "the complaint was confirmed. The device history record was reviewed for relevant defects. A visual examination of the device did not reveal any discrepancies. During the functional evaluation the coil cath detached from the coiled sheath and no further functional evaluation for deployment could be performed. As a result, the cause of the coil cath detachment could not be determined." The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that while the clip was being launched, it remained stuck and attached to the sheath in spite of several attempts [clip difficult to deploy]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k212323. This investigation is ongoing. A follow up emdr will be submitted within 30 days of submission of this report.

Event description:
During an unspecified clipping procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that while the clip was being launched, it remained stuck in spite of several attempts [clip difficult to deploy]. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.